Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and paravalvular regurgitation are known potential complications associated with transcatheter bioprosthetic heart valves. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing area, uneven distribution of calcium, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The IFU warns that incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations for valve-in-valve procedures. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The exact cause of the valve malposition with subsequent pvl cannot be confirmed.  However, it appears that patient factors (e.g. Pannus in surgical valve) in combination with procedural factors caused or contributed to the s3 valve movement during deployment, affecting its landing position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26mm sapien 3 valve was implanted in a failing 27mm non-edwards mitral surgical valve via transeptal approach (valve in valve) with commander delivery system and esheath. Post deployment, the s3 valve position was not optimal as it was implanted too ventricular and there was a paravalvular leak grade 3+. Another 26mm s3 valve was implanted inside the first s3 valve and the gradients came down. The result was excellent and physician was satisfied with the result. As per medical opinion the cause of the first s3 valve too ventricular position was due to pannus causing ¿lemon seeding¿ of the first valve during deployment.